Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and "bilateral exchange due to biocell texture anxiety." The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, yellow particles and opening curved on radius leak test and microscopic analysis was performed which identified: striated opening on radius and delamination on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool; a delamination total of the plug strap (adhesive failure).

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.